Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter had an 'error 5' issue, which was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.

Manufacturer narrative:
Device evaluation=lifescan received the test strips involved with this complaint and completed device evaluation on (B)(4) 2011. Investigation confirmed the alleged issue and also noted a secondary issue, an 'error 4' issue, was observed during testing. Lifescan also received the meter involved with this complaint on (B)(4) 2011; however, testing has not been completed at this time. A supplemental report will be submitted once new information is obtained.